Manufacturer narrative:
The complaint was caused by power supply failure, resulting in interruption of electrical power to the unit. The technician replaced the faulty power supply module, verified all system parameters and functions returned to normal, and scrapped the old power supply locally. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
The device history record was reviewed, and it was found that this system met specifications at the time of manufacture. The product was not returned for evaluation rather a technician was dispatched to evaluate the system on site. The user interface computer was checked, as was the 24v line, and the electrical power stability. The reason for power interruption is the power supply. Power supply replacement is needed. The investigation is underway.

Event description:
The user facility in russia reports experiencing an unexpected power interruption two to four times a day. It was reported there was no medical intervention/treatment required.